Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip got stuck in the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record (DHR) for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the manufacturing facility as part of a 25pc. Lot in february of 2015. The returned instrument was evaluated and found that when the knob is rotated in multiple positions, the jaw to trigger mechanism binds, thus validating the alleged complaint. Parts were 100% visually inspected and tested at the manufacturing facility before instruments were sent to customer as this is a standardized process for all instruments manufactured at this facility. At this time, we are unable to determine what caused the trigger to the jaw mechanism to bind, but mishandling during cleaning and sterilization at the customers facility is suspected. No corrective action required.

Event description:
Alleged event: the clip got stuck in the applier. The patient's condition was reported as fine.